Event description:
It was reported that the adapter was easily detached from the endotracheal tube even though reporter tightened the endotracheal tube adapter. The patient was left without respiratory support. There was patient involvement, and no adverse/harm event reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.